Event description:
It was reported, the camera head image did not appear (no image). The issue occurred prior to the procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The issue was due to a faulty cable. Additional findings of a faded label on the on the rear cover and the rubber on the rear cover being damaged were discovered. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device.